Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 280 mg/dl with symptoms suggestive of hyperglycemia of confusion and drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an issue with under-responsive up arrow, down arrow and ok buttons on the pump. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy related to under-responsive keypad buttons on the pump.